Event description:
Related manufacturer reference number: 2017865-2022-03927, related manufacturer reference number: 2017865-2022-03928. It was reported that the presented with infection. The implantable cardioverter defibrillator (ICD), the left ventricular (lv) lead and right ventricular (rv) lead were explanted. The patient was stable.